Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (converter used as a primary device). (Cause unknown).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. It was reported that the patient presented with an occluded left iliac artery related to another manufacturer's stent graft (unknown manufacturer). Talent converter was being used to create an aui. The talent converter was deployed until the last three stent rings and would not deploy any further. The blue portion of the handle was all the way down. The physician pulled the trigger to see if he could retract the graft cover further, but the graft cover did not move any further. The decision was made to crack open the delivery system and use the bailout technique to deploy the stent graft using hemostats. This was successful and the stent graft was accurately placed. No clinical sequelae were reported and the patient is fine. The device was returned and the analysis has been completed. The front grip handle was loose as it was reported disassembled to complete deployment of the stent graft. The taper tip was not recaptured in the graft cover and extending out about 7cm. There was a kink on the sheath at 47mm from the edge of the graft cover most likely due to the loose return packaging. The quick disconnect button was disengaged and was pulled back about 7cm. The complaint is acknowledged; however, a root cause could not be conclusively determined. The quick disconnect button might have been inadvertently disengaged causing the complaint, but it could not be confirmed.